Event description:
It was reported, that approximately two weeks ago, the patient complained drop outs of his device which could be solved by exchanging the external equipment. On 09/22/2006, he had no hearing impressions at all. A rtf test showed no output, the processor worked properly. The surgeon responsible mentioned, that during implantation of the device, he had noticed necrosis on the patient's incus and that there is the possibility,that the incus now has broken. However, a device malfunction cannot be excluded a this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.